Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(6) 2008 and (B)(6) 2010 of complaints for additional reportable events. Per product labeling, open vial use claim was twenty times (20) within thirty-five (35) days. Labeling also indicates "note: do not use a mechanical mixer" when preparing the control vial for use. The customer stored and warmed up their quality control tubes in an upright position. The laboratory subsequently introduced new handling procedures and noted that the incidence of leaking has been "greatly reduced." The root cause is unknown though may have been related to user handling procedures.

Event description:
The customer reported that the coulter ac-t 5diff control plus low control is leaking during the mixing process. The tube leaks at the center of the cap after 10 to 12 pierces from the coulter ac-t 5diff instrument probe. The customer states this happened "on every lot of control." According to the customer the tube was pierced correctly by the analyzer in the middle of the rubber section of the cap. The coulter ac-t 5diff control plus consists of human erythrocytes, simulated leukocytes, and mammalian platelets in a plasma-like fluid and is considered a potential biohazard. The customer was wearing proper ppe (personal protective equipment) including lab coat and gloves when handling the product. There was no reported exposure of material to open lesions or mucous membranes. The operator did not seek medical attention.